Event description:
The explanted generator and lead were received on 10/26/2016. Analysis of the generator is underway but has not been completed to date. The lead assembly was returned for analysis due to the following allegations; ¿fracture of lead(s)¿, ¿high impedance¿, ¿fluid leaks¿, and patient allegations of ¿increased seizures¿ and ¿increased seizure intensity¿. The reported ¿fracture of lead(s)¿ and ¿high impedance¿ were not verified within the returned lead portions. The reported ¿fluid leaks / breach in outer and inner tubing wall¿ was verified. Abraded openings were noted on the outer tubing and the inner silicone tubing of the positive coil. Scanning electron microscopy images of the positive coil mate end verified that the coil wires were cut using some type electro-cautery tool, as indicated by the fused coil wires. This was most likely caused during the surgical procedure. Also, smoothed surfaces were noted on the coils strands of the positive coil in the vicinity of the coil cut end. Though it is difficult to state conclusively, the observed abraded openings in the outer and the positive inner tubing may be a contributing factor for the reported ¿change in seizure pattern¿ allegation. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations, and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.

Event description:
An end-of-service warning message was verified in the pa lab and found to be associated with the output being disabled by the pulse generator. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool during device explant. A reset of the pulsedisabled bit in the pulse generator memory was performed to allow for an output to once again be provided by the pulse generator for subsequent testing. The pulse generator was explanted/returned due to ¿prophylactic replacement¿. The reported allegation of ¿high impedance¿, was not duplicated in the pa lab. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was successfully verified in the pa lab. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The reported allegation of ¿clinical eos, verified not at eos¿ was duplicated in the pa lab. The battery, 2.890 volts, shows an ifi=no condition. Other than the noted event (pulsedisabled), there were no additional performance or any other type of adverse conditions found with the pulse generator.

Event description:
During a generator replacement surgery on (B)(6) 2016, the surgeon observed that the electrode had a broken wire that was exposed through insulation and replaced the lead as well. The explanted devices have not been received to date.